Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, two lenses implanted with the company cartridge was basically shred. Additional information was received and stated, after lens was implanted it was observed that the back haptic had been sheared off. The lens was inserted and removed in the initial procedure. A new lens was implanted with no further issues, patient issues were resolved and there was no patient harm. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.